Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker mediated tachycardia was observed via a stored egm. The patient complained of their heart racing and was pre syncopal. The device was reprogrammed. Patient monitoring will continue with routine follow ups.